Event description:
Information received indicates the right foot siderail is not locking.

Manufacturer narrative:
The technician found the latch was sticking. He adjusted the siderail latch to repair the bed.